Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that two weeks after intraocular lens (iol) implantation, the patient had positive dysphotopsia. A yag capsulotomy was performed but symptoms didn¿t improve. After consultation with expert opinion a sulcus lens was placed. There was some improvement in symptoms but patient also experienced a slight hyperopic shift. The patient has requested physician to explant the iol due to dysphotopsia and terrible night time vision. A trial of contact lens has helped the patient somewhat. Additional information was requested, but no further information is available. There are two medical device reports associated with this patient. This report is associated with the left eye.